Event description:
This lead was attempted, but not implanted, on (B)(6) 2011, due to the lead was kinked out of the packaging. The physician was dr. (B)(6), at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).